Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed tank harness. The device was evaluated upon receipt. Alarm 72 (non-recoverable system error) seen in event log. Wiring harness needs to be replaced. Replaced tank harness. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 72 (non-recoverable system error) occurred during usage of an arctic sun device. Per review of wo on 02nov2024, device was used on patient and no patient injury was reported. Per follow up information received via task on 04nov2024, the device would be sent to imi. The issue was not resolve yet. The device was under investigation.

Event description:
It was reported that the alarm 72 (non-recoverable system error) occurred during usage of an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient and no patient injury was reported. Per follow up information received via task on 04nov2024, the device would be sent to imi. The issue was not resolve yet. The device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.